Manufacturer narrative:
(B)(4). Sample will not be returned for eval.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the cath lab at 23:15 via the femoral artery for stemi (st segment elevation myocardial infarction) with acute pulmonary edema, post pci (percutaneous coronary intervention). There was no complication with the insertion. On day four after inserting the intra-aortic balloon pump (iabp), it was weaned and being removed. The iab was entrapped and surgical removal was required. There is no reported pt death. The pt was injured for surgical intervention was required to remove the iab catheter. Another iab was not replaced, they are using pharmacological treatment. The pt is in the cardiology intensive care unit.